Event description:
It was reported that during the implant procedure, there was no capture noted on the right ventricular (rv) lead. The physician complained about the difficulty handling the lead and decided to implant a different lead. It was noted, looking at the ventricular electrocardiogram (egm) (in attachment) during the lead positionning, it seemed like the lead was not entirely pushed to the apex (one can see sensed p and r waves on the v. Egm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).